Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock at night due to oversensing noise. It was suspected that the electrode was fractured. During troubleshooting, muscle potentials can be provoked when the patient turned to the left when the device was set to primary vector. Once the device was switched to secondary vector, no muscle potentials were seen in this configuration. Boston scientific technical services confirmed the oversensing and recommended additional troubleshooting options and to perform an x-ray to exclude a fracture. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock at night due to oversensing noise. It was suspected that the electrode was fractured. During troubleshooting, muscle potentials can be provoked when the patient turned to the left when the device was set to primary vector. Once the device was switched to secondary vector, no muscle potentials were seen in this configuration. Boston scientific technical services confirmed the oversensing and recommended additional troubleshooting options and to perform an x-ray to exclude a fracture. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock at night due to oversensing noise. It was suspected that the electrode was fractured. During troubleshooting, muscle potentials can be provoked when the patient turned to the left when the device was set to primary vector. Once the device was switched to secondary vector, no muscle potentials were seen in this configuration. Boston scientific technical services confirmed the oversensing and recommended additional troubleshooting options and to perform an x-ray to exclude a fracture. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service. Additional information received in july 2024 indicates this patient received another inappropriate shock due to noise oversensing. Technical services was contacted, and electrode fracture was suspected. Electrode replacement was recommended.